Manufacturer narrative:
(B)(4). Medical product- nexgen lps-flex femoral component size g right, catalog #: 00596401752, lot #: 61849036. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2017 - 00209.

Event description:
It was reported that following a knee arthroplasty, the patient underwent a revision procedure due to an unknown reason. No additional patient consequences were reported.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain and swelling and was revised due to infection and loosening.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Per the packaging insert for the articular surface, swelling or infection and loosening or fracture/damage of the prosthetic knee components or surrounding tissues are considered to be known adverse effects of the procedure. The root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint is considered confirmed as op notes show infection and components loosening. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products- nexgen lps-flex femoral component option catalog# 00-5964-017-52 lot# 61849036, nexgen stemmed tibial component catalog# 00-5980-057-01 lot# 61916238, nexgen lps-flex articular surface catalog# 00-5962-050-14 lot# 61233328, nexgen all poly patella catalog# 00-5972-066-38 lot# 61733263. .

Event description:
It was reported that following a knee arthroplasty, the patient underwent a revision procedure due to an infection and loosening of components. Operative notes indicated the bone underlying the femoral and tibial prosthesis was soft, particularly on the lateral side. There was also a copious amounts of fluid, tissue, bone culture, and gram stained from the knee.